Event description:
A surgeon reported that the screen was flickering, the mouse was frozen, and touchscreen was not working. Use of the system was continued during the surgery with no negative impact to the patient outcome.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Information was provided to the field representative regarding the correct order of powering on the systems.